Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the insulin gauge was inaccurate. Customer changed the cartridge to address the issues and resumed insulin therapy. Customer's blood glucose was 75 mg/dl.